Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2021-03251.

Event description:
The customer reported a false positive result with the binax now covid-19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. The customer reported that the initial test performed on (B)(6) 2021 generated positive results. Repeat testing was performed generating negative results. Confirmation testing was performed with pcr generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152070 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 152070 and test base part number 195-430h / lot 146107a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152070 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
Corrected data on d1, d3, and g1.

Event description:
The customer reported.